Manufacturer narrative:
(B)(4). The information regarding this event was reported in 2210968-2017-33357 which was created in error. All information regarding this event will now reside in 2210968-2017-70012.  To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical herniorrhaphy on (B)(6)2008 and mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information provided.

Manufacturer narrative:
Additional information.